Event description:
Pump experienced a cartridge change error, which did not adversely impact the customer's blood glucose level. Customer opened the "load" and "change cartridge" options and proceeded through prompts without attaching a cartridge. Technical support advised the customer to follow the cartridge loading process again and attach a cartridge when prompted. Customer intended to complete this process independently after the call and declined further assistance. No additional action was needed.